Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analyzed. The available impedance trends showed an increased but stable pacing impedance of approx. 2700 ohms between (B)(6) 2014 and (B)(6) 2015. The increased pacing threshold as mentioned in the complaint description could be confirmed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this lead's thresholds and pacing impedances have been consistently increasing. On (B)(6) 2015 the impedance was 2631 ohms while the threshold was 2.8b at 1.5ms. On (B)(6) 2015 the impedance had risen to 2699 ohms and the threshold was 3.9v at 0.5ms. Upon interrogation, the associated device is at eri, so when that was replaced this lead was capped and also replaced. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.